Event description:
It was reported to philips that the c-arm propeller movements failed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned by using the same system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an intermittent failure in arc propeller movement. During troubleshooting, it was found that when moving the arc laterally, it comes at point where it locks and jumps at the same point always. Review of the system log file showed an error ¿geometry application error: collision detected¿. The fse fixed the propeller movement motor and performed current adjustments. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.